Event description:
The pump was received by baxter's service center with a note attached stating "shuts itself off". No additional details available. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding when the reported "shuts itself off" occurred, if it was during patient use, if there was any medical intervention, patient injury, age of patient, or medication involved.